Event description:
The ventilator was operating on ac power and was reported to be stopped ventilating without any prior warning. According to a respiratory therapist, audible alarm and all led lights were turned on but no alarm message was displayed in the window when the ventilator froze. Audible alarm and led were still on even after it stopped ventilating. The family member immediately changed a pt to a back up unit. Please note that there was no adverse effect from this incident.